Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Root cause: insufficient information. Source: phone.

Event description:
Customer reporting 2 potentially false positive sars results. Customer states the results were negative by a different brand rapid antigen test. No confirmation testing was performed. Report 1 of 2.